Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: conquest, fielder fc. Guide cath: launcher 7f jr4.0. Other: corsair. Evaluation summary: evaluation of the returned catheter found blood visible in the guide wire lumen, suggesting that the device was advanced over a guide wire. The balloon was also loosely-folded, which is consistent with an attempt to inflate the device. A new indeflator was used in an attempt to pressurize the catheter and the analysis confirmed that there was a pinhole in the balloon located 2 mm proximal to the distal marker. Scanning electron microscopy (sem) determined that the balloon failure may have been attributed to mechanical damage on the outer surface of the balloon. The leak was found on the edge of a fold just proximal to the distal marker. Mechanical damage was observed at the edge of the leak and at the distal marker impression on the outer surface. Considering there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. It is possible that the balloon material was damaged (scratched) from interactions with other devices used during the procedure, such that the balloon ruptured upon inflation attempt, although this cannot be confirmed. To ensure this type of damage is not a result of a potential product deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify the rated burst pressure (rbp) and balloon integrity. Balloon material ruptures can be affected by numerous factors including, but not limited to: balloon damage during processing of the balloon material, materials, inflation technique, interaction with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received with this event, the returned product analysis and the results of the sem analysis, the balloon rupture and mechanical damage noted may be related to circumstances of the procedure. However, since it cannot be determined what contributed to the damage leading to the rupture, a definite cause for the balloon rupture cannot be determined.

Event description:
It was reported that the trek balloon catheter was used in an attempt to remove a non-abbott microcatheter stuck in the guiding catheter. However, upon first inflation, the trek catheter ruptured. The microcatheter was therefore retrieved with another same-sized trek balloon catheter. No adverse patient effects were reported. No additional information was provided.